Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017

Event description:
It was reported the patient's ipg would not communicate with external devices due to an unrelated medical procedure. In turn, troubleshooting was performed, wherein the ipg was paired to the clinician programmer. But did not show patient's previous programming. As a result, reprogramming was completed and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.